Event description:
As reported, the advancer tube of a 6/7f mynxgrip vascular closure device (vcd) did not deploy properly when using the shuttle. The tube and sealant were stuck in catheter shaft. The sealant was stuck inside the distal shaft, preventing the advancer tube from moving while using the shuttle. Manual hold was needed as the 6fx11cm cordis avanti+ sheath had been removed from access. There was no reported patient injury. The device was used in a peripheral intervention with a retrograde approach. Hemostasis was achieved with manual compression which resulted in the patient laying flat longer and patient recovered. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. The patient was not morbidly obese. The device storage temperature did not exceeded 25 °c. The user is trained to the device. The device was stored and prepped according to the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation, it was discarded.

Manufacturer narrative:
As reported, the advancer tube of a 6/7f mynxgrip vascular closure device (vcd) did not deploy properly when using the shuttle. The tube and sealant were stuck in catheter shaft. The sealant was stuck inside the distal shaft, preventing the advancer tube from moving while using the shuttle. Manual hold was needed as the 6fx11cm cordis avanti+ sheath had been removed from access. There was no reported patient injury. The device was used in a peripheral intervention with a retrograde approach. Hemostasis was achieved with manual compression which resulted in the patient laying flat longer and patient recovered. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent. The patient was not morbidly obese. The device storage temperature did not exceeded 25 °c. The user is trained to the device. The device was stored and prepped according to the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot f2223102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿sealant failure to deploy - advancer tube¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.